Event description:
Intensive care unit: while checking function of defibrillator per policy and using usual technique nurse received a shock knocking her to the floor and causing her hands to "tingle." The equipment was taken out of service and sent to biomedical department for eval. The nurse was sent to the ER for eval. Received approx 21 joules. Biomedical tested equipment and equipment was not malfunctioning.